Manufacturer narrative:
This issue was investigated and determined to be an isolated quality manufacturing issue in which other product sampled from this lot did not exhibit the missing component.

Event description:
One solofit gown which was recently manufactured lot 2406e499 (june 2024) was opened and used in surgery, a sales representative of manufacturer's distributor was there and noticed that one of the surgical gowns was missing a velcro strap on the shoulder of the gown after the surgery was completed. This issue could result in the gown not meeting its intended use to protect and provide a barrier for surgical personnel to be protected against contamination and/or exposure of infectious bodily fluids and harmful microorganisms. If velcro is missing, then it is possible that the gown could loosen and might interrupt user in middle of surgical procedure if the surgical gown falls off or down the user's shoulder.